Event description:
The patient reported an micl implantable collamer lens was implanted in their left (os) eye and post-operatively was suffering from poor vision, with noticeably dimmer and blurrier images.

Manufacturer narrative:
Other: poor vision - other: dimmer vision.